Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer was able to reload the cartridge and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.